Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise leading to episodes of non-sustained right ventricular oversensing. Tachycardia therapy was disabled, and the patient was stable.

Event description:
New information reported that the lead was removed and replaced on (B)(6) 2019. The implantable cardioverter defibrillator was also removed during this procedure. The patient was in stable condition following explant.

Manufacturer narrative:
A partial lead measuring 50.7 cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.